Manufacturer narrative:
The initial report indicated the lot # of the affected contour control solution as 7bv2g16. The correct lot # 8bw2c10. Updated with this information. The customer only returned the suspected contour meter. The contour control solution and test strips involved in the event were not returned. An in-house testing was performed using the returned meter with in-house test strips and control solution from lot # 8bw2c10, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked as control in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer ran control tests on her contour meter and obtained readings of 144 mg/dl, 40 mg/dl, 214 mg/dl and 216 mg/dl. The meter did not automatically mark them as control tests, and so the readings will be displayed as a blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.